Event description:
It was reported to philips that the op check failed for the ECG and then later passed the op check when the ECG cable was replaced. There was no reported patient involvement/adverse patient impact.